Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a journal article review which followed up eight patients with complex congenital heart disease (chd) implanted with an s-ICD (no model/serial numbers provided). The patients were implanted with an s-ICD in two centers between 2010 and 2016. During follow-up, one patient underwent device extraction due to local infection secondary to a hematoma eight months post implant. Three patients had multiple episodes of documented sustained atrial tachycardia (four clinically relevant episodes requiring admission and arrhythmia termination), triggering an inappropriate shock in one patient 18 months after the implant. One patient with large atrial septal defect associated with cardiomyopathy, developed progressive lv dysfunction and underwent upgrading to biventricular stimulation. The trans-coronary sinus left lv lead was then switched off as it was causing diaphragmatic capture in the bipolar configuration and interference with the s-ICD. The authors' data suggests that the s-ICD might represent a valid option for patients with complex chd at high risk of sudden death.